Manufacturer narrative:
(B)(4). Medwatch #(B)(4). Investigation results: visual evaluation of the returned device found that the handle cannula was bent and broken. Further evaluation noted that the catheter near the handle kinked. Functional testing could not be performed due to device condition. The complaint was confirmed; the handle cannula bent and broken with the catheter kinked near to the handle. This condition probably caused the handle cannula to hit against the catheter, kinking and breaking the handle cannula, during the procedure. This condition makes the device inoperable. The most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the device was already in the sigmoid colon, the snare failed to extend. The device was forcefully extended and the handle cannula bent. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the handle cannula broke.